Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to stress related problems, however, a definitive root cause could not be established. The evaluation concluded that the damage could not have occurred while the product was sealed within the package because there was no damage to the spot on that package where the device's damage was observed. It is likely the following led to the malfunction: some physical stress was applied to the insertion section sheath while taking in and out the ultrasonic probe from the cosmetic box, leading to the bending of the insertion section sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that upon inspection at the time of new ultrasonic probe delivery, it was observed that the probe was kinked. There was no patient involvement.